Event description:
Surgeon had a patient presenting with altr. His ion levels were tested. Co 12 cr 1.3. Surgeon removed a 44mm +8 lfit head from a accolade 4.5 stem and replaced with a constrained liner and 28mm biolox head. This was a left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Pt did not release the product.